Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display was found to be dim, faded and pink. Unrelated to the complaint, there was visible rust/corrosion inside the battery compartment. A leak test was performed; a leak test failed due to leak near the bottom right corner of display lens. The pump was opened; there was no further evidence of internal moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.